Event description:
The accounts maintenance stated three of the siderails will not latch in the up position. When he opened the siderail center arm he found the siderail upgrade was not done.

Manufacturer narrative:
Repairs have not been completed.